Event description:
The device has been explanted.

Manufacturer narrative:
Cont. H.6. Health impact-f2203 - imaging required. Additional, changed, and/or corrected data: b.5., d6b., g.1., h.6.

Event description:
Patient reported rupture and "hardened" breast implant device on right side, device remains implanted. Captured events are considered to be device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and "hardened" breast implant device on right side, device remains implanted. Captured events are considered to be device related.